Event description:
The customer stated that the insulin pump gave multiple motor error alarms. Troubleshooting revealed several other alarms in the alarm history. Also, found that the drive support cap was flush. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test and error test. Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. The insulin pump confirmed alarm in alarm history file due to corrupted history file. The insulin pump received with scratched lcd window, cracked case display window corner, cracked reservoir tube lip and cracked belt clip slot.